Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12661. It was reported the patient was not receiving effective stimulation coverage. An impedance check revealed low impedance on one contact. Reprogramming was unsuccessful. The physician ordered x-rays for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.